Event description:
Meter name: one touch basic, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk, symptoms: none. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was result unk. The result on the ER meter was result unk. The result on the ER meter was result unk. The time difference between pt's meter and ER was unk. Treatment was unk. No further info has been reported.